Event description:
The account alleged the bed alarm will not turn off. No patient impact.

Manufacturer narrative:
The account found evidence of fluid that had leaked on the scale board assembly. The account replaced the scale board assembly to resolve the issue.